Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and r-wave amplitude variation. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient condition was unknown.

Event description:
New information noted that the patient presented in clinic for a follow-up. The same lead was repositioned, not capped, on (B)(6) 2022. The patient condition was stable before, during and after procedure.